Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she received a no delivery alarm on the insulin pump during manual prime. Customer stated that it happened before but it is occurring again. Customer stated that the insulin did exit and the pump alarmed no delivery. Customer stated that the pump was stuck in manual prime/no delivery loop. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.